Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A few weeks ago, our ed/ER department manager notified us that the same product was getting stuck when attempting to retract the needle while it was still inside the patient's vessel.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received 19 18g units for investigation. Your report that the needle was getting stuck was confirmed and the cause appeared to be manufacturing related. The needle on five units failed to fully retract after the safety mechanism was activated. The needle notch appeared to catch on the blood control valve. The needle notch and diameter were within specification. The retraction time of the other units was within specification; therefore, the complaint of slow retraction could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
Customer response on (B)(6) 2025: 1. When you pressed the button, did the needle fully retract? - no 2. Did the needle retract slower than normal? - yes 3. Did the needle start retracting and then stop, leaving the needle exposed?- yes 4. Did the needle not move at all after pressing the button? ¿ moved slowly but only partially retracted. 5. Did the button depress? - yes 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. ¿ no.

Manufacturer narrative:
Clarifying information indicating that slow retraction occurred.